Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a cracks around displays window, many scratches and display worn. The customer blood glucose level was unknown mg/dl. No further information was reported.